Event description:
One pt sample with discrepant result for ckmb. Initial result gave 5.45 ng/ml; repeated three times giving 3.44, 3.43, 3.17 ng/ml respectively. Erroneous result was not reported. The exact root cause was undetermined, however, the field svc rep noted an adjustment issue with the s/r probe liquid level detection, and adjusted the liquid level detection circuit. Performance tests were performed and within specification.